Event description:
Healthcare professional reported "textured implants and is concerned they might be causing pain" and "tenderness to palpitation at the infra mammary crease". Later healthcare professional reported "recall". Later healthcare professional reported "ruptured implant". This record is for the right side. Device was explanted and replaced. Device will not be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.